Event description:
As they tried to load the first stent into the wire guide, the stent bent excessively to the point that they were not able to get it onto the wire. The stent straightener was used. The procedure was completed with a second stent. The device was returned and evaluated on the (B)(6) 2014 and it was confirmed the stent was fractured; it is presumed this event occurred during the attempted advancement of the stent prior to pt contact. No adverse effects to the pt have been reported as occurring. No piece of the device was reported as remaining in the pt and the pt did not require any add'l procedures.

Manufacturer narrative:
FDA MDR report required based on the reporting precedence established for this product family for "stent fracture", regardless of pt outcome. On eval of the returned device it was observed that the stent was broken. There was a clean edge at the break of the stent. Only porthole 4 and 5 were visible on the stent. The returned device was confirmed to be kinked at the fifth porthole of the ductal end of the stent a 0.035" wireguide could not be inserted fully through the stent due to the confirmed kink at the fifth porthole. The customer complaint was confirmed as the stent was broken. The root cause of this complaint cannot conclusively determined. A number of causes have been identified that could possibly be contributing to the breakage and kinking of the biliary stent. A possible cause of the stent breakage could not be attributed to the excessive bending of the stent. A possible cause of the kinking of the stent could not be attributed to the manner in which the pigtail cuts are straightened. A precaution included on instructions for use states, " care must be exercised when straightening the pigtail curls" in order to avoid kinking or breaking the stent". It may be noted that according to the instructions for use the user is instructed to "visually inspect with particular attention to kinks; bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". A review of the mfg records for the biliary stent device of lot c915942 did not reveal any discrepancy related to the complaint issue. Prior to distribution, all zso-7-4 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. No adverse effects to the pt have been reported as occurring. Incident occurred during advancement prior to pt contact. Complaints of this nature will continue to be monitored for potential emerging trends.